Event description:
It was reported that during use the implantable pulse generator (ipg) the device exhibited atrial pacing failure, device mode changed and settings reverted to initial settings. During follow up check, the setscrew was loosened to disconnect the lead from the ipg. Analyzer measurement indicated no lead issues. As no issues were seen with the lead, the physician tried to reconnect the lead with the device, but the setscrew could not be tightened properly. A ipg grommet and/or setscrew issue was alleged. The ipg was explanted and replaced. The lead was connected to the new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.